Event description:
It is reported that the devices were implanted in 2005. The itst sliding nail cap has backed out post-op approximately on month and the lag screw started to slide simultaneously. Revision surgery to be scheduled.